Event description:
It was reported that the device failed to complete a boot-up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system / memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system / memory pcb assembly at the failure analysis center and determined that the cause of the reported failure was due to a loose and worn pin #2 on the system pcb-mounted jack connector, designator j3.